Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "the pump shutdown due to low power." Customer declined to troubleshoot the issue with tandem technical support, and stated they would call back therefore no additional information was obtained.